Event description:
It was reported by navilyst medical's distributor (B)(4) that the catheter tubing of a valved PICC device was leaking under the dressing and discovered to be split. The split was located distal to the suture wings. No occlusion was reported as being present prior to flushing by the end user. The PICC was replaced and the patient suffered no complications or injury. The used device was returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the june 2010 navilyst medical complaint report for the vaxcel pasv PICC product family did not note any adverse trends for the failure mode of "hole in catheter". As received, the catheter tubing contained a split just distal to the suture wing. The catheter was returned in two pieces, as it had also been manually severed at the 20cm mark. The distal-most portion of the catheter tubing was occluded with dried blood. While the exact root cause of the catheter split is unable to be determined, the most likely cause was excessive pressure created by attempting to infuse through an occluded lumen. Although the original report stated that the catheter was not occluded "prior to flushing," the patency of an implanted catheter could not be determined prior to it being flushed with fluid. The directions for use packaged with the device advise on syringe size and infusion pump pressures as well as cautioning that, "excessive force should not be used to flush an obstructed lumen." As the likely root cause of the event is not related to product manufacture or design, no corrective actions will be taken. The process controls for this device are considered sufficient to detect any catheter that is occluded or damaged prior to release. Process controls on the catheter assembly include 100% visual inspection for damage, 100% air leak testing and 100% testing with a guidewire to confirm lumen patency. (B)(4).